Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited noise problem. No change or intervention was reported. The patient condition was unknown.

Event description:
New information received notes the patient presented to clinic for a follow up. It was reported that the pacemaker exhibited oversensing noise resulting in pacing inhibition.